Event description:
It was reported the patient had no stimulation, and her charger would not turn on. A replacement charger was sent to the patient. Attempts to determine if the charger resolved the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers tot the patient's physician regarding medical history.